Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found pink rubber of the cap was chipped, the bending section cover was soft, the bending section cover adhesive was cracked, the cement on the light guide lens was peeled, the ultrasound image had shadow in the echo signal and excessive missing echo signal, the insertion tube was blistered and cut, the scope cover logo was missing, the light guide tube was buckled, the universal cord was buckled, the control knob had play, and the labels were peeling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasonic gastrovideoscope had no air/water flow. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged and the air channel was not working due to insufficient cleaning. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.